Event description:
Pt on ventilator. Audible and visual alarms activated. Window showed "error code-do not use." Ventilator did not respond with back-up mode. Pt immediately removed from malfunctioning ventilator, manually ventilated and then placed on a different ventilator. Settings: vt800; a/c 6; peep 3+; fio2 .35; CPAP 3+. Alarm settings: high pressure 50, low pressure 10; low peep 1; low exh. Vt600; low exh. V 4.0; high rr 30; o2 analyzer hi 45; ww 25; apnea time 20 sec.; apnea vt 800; apnea rr 8; apnea fio2 1.0; apnea pf 50.